Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n238372, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the manufacturer representative had arrived at the hospital for a pump replacement procedure the morning of the report. As per the patient¿s mother, her son¿s spasticity had never responded to intrathecal baclofen. It was further reported that a trial was performed twice at different doses and the patient did not respond to either trial. They proceeded to implant thinking the lack of response was dose related. Over the past several years the dose had been repeatedly increased without a change in the degree of the patient¿s spasticity. At some point they switched managing physicians. Recently the patient¿s physician referred the patient to an alternate physician for a pump and catheter replacement. The pump and catheter were replaced on (B)(6) 2015. During the surgery the catheter was found to be patent. There was spontaneous cerebrospinal fluid (csf) backflow when the catheter was cut for removal. The pump¿s logs did not show a motor stall at any time. It was unknown to the reporter if any diagnostic studies were performed. The patient was receiving baclofen (2000 mcg/ml) via their pump at a dose rate of 2243.2 mcg/day pre-operation. After pump and catheter replacement the daily dose was lowered to 800 mcg/day. The patient was admitted for observation and dose titration. As of (B)(6) 2015 per the reporter the patient was doing very well at the lower dose of 800 mcg/day. There was no apparent problem during the replacement; apparently the new catheter and pump were working well. The pump was used to deliver baclofen.